Event description:
Device was used during a lobectomy procedure on one pt. Reportedly, the staples did not form properly. The surgeon resected the staple line and applied another device. The pt's status is satisfactory.